Event description:
The customer reported via follow up call that they had undergone a magnetic resonance imaging machine. The customer's blood glucose was unknown. The customer also stated that they experienced high blood glucose levels as they had just been released from the hospital. The customer stated that they had an infection. The customer stated the only problem was inserting the infusion sets. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.